Manufacturer narrative:
The fsr replaced the roller pump pod assembly on the roller pump. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the roller pump pod assembly to function as intended. He installed the pump pod into a lab use only roller pump. He then ran the roller pump for approximately five hours without the presence of a 'motor error' message.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump displayed a 'motor error' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review, on (B)(6)2021 when large roller pump in the sucker position is started it stops with a motor fault. This indicates a possible internal hardware issue with the pump. The motor fault occurs again and then when the pump is started and ran it stops with an over speed error. The pump also reported a couple under speed head < demand events. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.